Event description:
The facility representative reported an air in line alarm. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whethe there have been any reports of any patient injury or medical intervention.